Manufacturer narrative:
As reported, the customer reported finding 4f tempo 65 cm angiographic catheters, still in the sterile packaging, were damaged and unusable. They claim to have received the product in this fashion. The products were never opened or used in the patient. There was no reported patient injury. The exact event date is unknown. The product lot number associated with this complaint is (B)(4). The condition was noticed prior to use. There was no damage to the shipping box, no damage to the outer product box or the inner product pouch. The sterile pouch was not received open/compromised. The products are stored in the lab and hanging on racks. The devices were not returned for evaluation. One picture related to the reported event was submitted for analysis. Flaking of the strain relief was observed inside the 3 sealed bags shown in the picture. No other anomalies of the product were noted in the attached picture. The failure reported by the customer as " strain relief - degradation¿ was confirmed as visual evidence of this malfunction can be seen in the images that were provided. The exact cause of these events cannot be determined with the information available. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use if package is open or damaged.¿ based on the available information and product analysis, the cause of the strain relief degradation could not be determined; however, it is potentially related to the manufacturing process of the unit. Therefore, a risk assessment has been initiated to further review the potential causes. No further action will be taken at this time.

Event description:
The devices were not returned for evaluation. A picture provided for review confirmed flaking of the strain relief as observed inside the 3 sealed bags shown in the picture.

Event description:
As reported, the customer reported finding 4f tempo 65 cm angiographic catheters still in sterile package: however, damaged, and unusable. They claim to have received the product in this fashion. A picture showing three (3) sterile tempo catheters was provided for review and pieces of the coating on the catheters appear to be flaking off the devices. The products were never opened or used in the patient. There was no reported patient injury. The exact event date is unknown. The product lot number associated with this complaint is 1817064 . The condition was noticed prior to use. There was no damage to the shipping box, no damage to the outer product box or the inner product pouch. The sterile pouch was not received open/compromised. The products are stored in the lab hanging in racks. The devices are expected to be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.